Event description:
Customer reported highs and lows while wearing her insulin pump. She called the paramedics one time when she was low. Customer's current blood glucose is 73 mg/dl. She said last night when she went to bed her blood glucose was 148 mg/dl. When she woke up this morning, her blood glucose was 323 mg/dl. She experienced thirst and increased urination. She did not call her doctor because he would have told her to call medtronic. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. Once, customer's blood glucose was 43 mg/dl. She was treated by paramedics with and IV drip. Customer refused to do the displacement test. She was advised to monitor her device and call back when needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.